Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date a year and a half ago the patient underwent an implant surgery with three (3) screws. On an unknown date, the patient underwent the removal surgery. In the removal surgery, two (2) distal screw heads were stripped and one (1) proximal screw was broken at its neck. The surgery was completed successfully with less than 30 minutes delay. The anesthesia time was extended due to the surgical delay. The screws in question were returned to the patient, and there was no information about the screws. No further information is available. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown screw. This is report 2 of 3 for (B)(4).